Event description:
It was reported that the balloon ruptured. The target lesion was located in a calcified artery. A 15 mm x 3.00 mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 4 atm. The procedure was completed with an alternative device. There were no patient complications.